Manufacturer narrative:
(B)(4). A review of all batch record documents was conducted for lot number h13l22013 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The device was returned to baxter and the evaluation is complete. During the visual inspection and the leak testing, a leak was noted at the edge of the cassette at the sheeting weld. Should additional relevant information become available, a supplemental report will be submitted

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. A batch review will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The cause of the leak was determined to be a puncture in the cassette sheeting. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice automated pd set with cassette leaked during use. The caregiver (cg) stated that they noticed a leak in the cassette coming out from behind the cassette door of the homechoice (hc). It is unknown if the patient was connected at the time of the event. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.